Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including paraesophageal hernia repair and linx device implantation occurred without issue on (B)(6) 2015. Patient was admitted to the emergency room (ER) on (B)(6) 2016 for dysphagia and started medications and baclofen. Patient admitted to the ER on (B)(6) 2016 for steroids, nitroglycerin, and pain control. Patient admitted to the ER on (B)(6) 2017 for (B)(6) weight loss and treatment. On (B)(6) 2018, the patient was "found in fetal position in office for severe pain and malnourished. Hyponatremia and dehydration." The patient was admitted to the hospital for hydration. Device explant due severe dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry.